Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultramini meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2015 at approximately 2:40pm when they found that the meter would not power on. The patient stated that she manages her diabetes using a combination of pills, diet and/or exercise, and reportedly skipped a dose of metformin 500mg (or stopped medication) in response to the alleged meter issue. The patient reportedly experienced symptoms of anxiety, sweating and upset stomach approximately 1 minute after the issue, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that the meter battery did not require to be replaced, the patient was using the correct test strips, it was the first use of the device and there was no misuse. The csr was unable to resolve the issue through training. Replacement products were sent to the patient. This complaint is being reported because the patient claims the subject device would not power on and she subsequently developed signs/symptoms suggestive of an acute blood glucose excursion after the alleged meter issue began.